Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformance's, issues or capas associated with us catheter kit function. Device was discarded and was not returned for additional evaluation and investigation. The cause of the alleged catheter issue was unknown to the physician. As the device was not returned for additional investigation, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).

Event description:
Information was received that reported a catheter replacement due to lack of csf flow. The patient reported having increased pain and bad headaches. A cap study was performed on (B)(6) 2022, and the physician was unable to aspirate any fluid. During the replacement surgery, the physician was still unable to aspirate from the cap but could also not find a leak in the catheter. The physician said the cause of the issue is unknown. The original catheter was discarded.